Event description:
Device has been explanted.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: ¿ deflation: one opening on plag strap bond edge side assessed as unidentified (tear) opening. Additional observations: ¿ green particles device inner surface. ¿ creases were observed. ¿ wear abrasion observed. No further actions are required as no manufacturing issues are observed.

Event description:
Healthcare professional reported a right side deflation. Healthcare professional additionally reported "hole, non-specific" and "particles in valve." Device has been explanted and replaced.

Event description:
Healthcare professional reported a right side deflation. Device remains implanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation: deflation.